Manufacturer narrative:
The hill-rom technician found the brakes caster and torque tube were the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake caster and torque tube to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed is located in the bed shop at the account. There was no pt/user injury reported. (B)(4).